Manufacturer narrative:
Device code relates to problem code for the reported issue of clip falls into the patient in an open state. Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was deployed; however, the clip would not close and fell into the patient in an open state. The detached clip was left to pass naturally, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.